Event description:
It was reported that customer experienced continuous glucose monitor error during use of g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through complete pump reset, and cgm error did not reappear after reset, with no further actions documented.